Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, upon the preventive maintenance activities being performed on the device, paint peeling from fork was found. The issue was confirmed with the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Defective part vlt stp 600 - double forks s/a (5p) (ard368818998) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the picture provided it seems that the fork received many little impacts at the paint location damage. It would be the most probable cause of this paint defect. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, upon the preventive maintenance activities being performed on the device, paint peeling from fork was found. The issue was confirmed with the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: getinge service technician h3 other text : device not returned to manufacturer.